Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Cup placement is determined by the implanting surgeon. It's placement is not considered product related. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot =the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for abnormal radiographic evaluation - anteverted cup with 47 degrees of inclination. Event is not serious and is considered mild. There is a remote possibility that the event is related to device and is probably related to procedure. Date of implantation: (B)(6) 2018. Date of event (onset): (B)(6) 2020 (left hip). Treatment: review annual radiographs to monitor for polywear and/or cup loosening.